Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The patient underwent a revision procedure and this lead was explanted, no new lead was implanted. The patient's cardiac resynchronization therapy defibrillator (crt-d) was programmed to pace/sense in the right ventricle only and the lv port was plugged. No adverse patient effects were reported. This product is not expected to be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.